Event description:
It was reported that a pt underwent an episiotomy repair procedure on an unk date. During the procedure, the tip of the needle broke. The pt was x-rayed and there was no needle fragment found in the pt. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.